Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump delivered less insulin than requested for a bolus via the mobile app. There was no reported adverse impact to the customer's blood glucose level. The customer declined troubleshooting with tandem technical support so no additional information could be gathered regarding the issue and the allegation could not be confirmed.